Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During functional testing, the reported problem "broken button (top row, 2nd from the left)" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the inoperable second from left key and dented left top and lower left. The keypad requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had broken button (top row, 2nd from the left). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.